Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw detached and loose from the device. The jaw spring was bent and disengaged. There was no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Functional inspection could not be performed due to the condition of the returned sample. However, the sample was disassembled in order to inspect the internal components. One of the channel pivot holes for the bottom jaw was deformed and was oblong in shape. The bottom jaw was also bent. Based on the observed damage, it appears that a significant side load was applied to the bottom jaw which caused the jaw to bend and damaged the pivot hole. After the pivot hole became damaged, the jaw was easily able to detach from the channel. Further attempts to fire the device caused the jaw spring to bend and disengage from the jaws. The clips were also out of position and stacking on one another in the channel. It is unlikely that a clip stacking issue could cause the damages. If a clip misloads and is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another. The sample was returned with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "jaw didn't close properly" was confirmed based upon the sample received. The sample was returned with the bottom jaw bent and detached from the device. The jaw spring was also bent and disengaged. One of the channel pivot holes for the bottom jaw was deformed and oblong in shape. Based on the observed damage, it appears that a significant side load was applied to the bottom jaw which caused the jaw to bend and damaged the pivot hole. After the pivot hole became damaged, the jaw detached from the channel. Further attempts to fire the device caused the jaw spring to bend and disengage from the jaws. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that clipping was difficult because the jaws did not close properly. Then, the user pulled the appliar out and found one side (lower side) of the jaw damaged. No clips or parts fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900683 was investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clipping was difficult because the jaws did not close properly. Then, the user pulled the appliar out and found one side (lower side) of the jaw damaged. No clips or parts fell/remained in the patient.